Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing. The patient's device has been replaced and the explanted products have been returned to the manufacturer for product analysis. There was no report of any patient manipulation or trauma to the device site. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date. Product analysis is pending.